Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, limited range of motion, loosening of the femoral component, fretting and corrosion which caused metals to be released into the tissues surrounding the implants, pseudotumor, and elevated blood serum levels of metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/28/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose stem, osteolysis, increased metal ions (no labs at this time), and psuedotumor. There was no mention of corrison as litigation alleged. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.